Event description:
It was reported by service report that the bed had no movement. However, the service report found that the unit was inspected and nothing was found wrong with the unit. No pt involvement or adverse consequences are reported.